Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Updated: h10. The customer supplied culture results which indicated that the colonovideoscope tested positive for 9 cfu of aerobic microorganisms.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Despite good faith attempts the user culture results were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation; therefore, the physical device evaluation has not been completed. The device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 1 ufc of viable microorganisms (bacillaceae) resulted. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer provided the cleaning, disinfection, and sterilization (cds) process and reported no deviations or deficiencies or concerns in reprocessing and no patient infection. The device was not used for any procedures while awaiting results. After the positive culture was observed, the device was quarantined. The device was reprocessed two times with two positive samples. The last date of reprocessing was july 31, 2023. The sample was taken after storage. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.